Manufacturer narrative:
(B)(6). Investigation/conclusion: customer's observation was not replicated in-house with retention product. Retention product were tested with hcg 25 miu/ml urine cutoff positive control, and 3 high level hcg positive urine control, all hcg results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer reported that they have tested a number of donors and found that the first step pregnancy test gave potentially negative results but when tested at the hospital, the results were positive. The customer was unable to give details on exactly how many donors this issue has occurred with, however, the customer did say it was a few. There was no additional information provided.